Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply plugs were reseated and all generator boards were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system was unable to produce fluoroscopy and was displaying an x-ray disabled error message. There is no report of patient injury associated with this event.